Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
(B)(4). One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During device preparation, the tube of three-way stopcock came off when the device was flushed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.